Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin gel smeared and gave erroneous results. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin gel smeared and gave erroneous results. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous troponin from gel smearing were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, evaluation and testing of the retain samples was conducted and erroneous results from gel smearing was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.